Event description:
An altitude alarm was declared by the pump, impacting insulin suspension but not causing blood glucose levels to exceed 500 mg/dl. The customer had previously reported this issue, and technical support provided instructions to clean the pump's speaker holes, reconnect the cartridge, and resume insulin after a wait. The pump resumed normal operation, and the customer acknowledged guidance on preventing future alarms.